Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Since a piece of stomach has been cut in order to remove the stapler there is risk of stenosis for the patient. It will be verified in the next days. Is the current patient status known? It will be verified in the next days. It has been reported that the surgery had a delay of 3/4 hours. The patient presented a stenosis in the post-op and the surgeon perform a mini by-pass surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the surgeon¿s experience with device? What troubleshooting steps were taken to open device? Did the device cut and or staple at all? Is the device being returned for analysis? What is the current patient status?

Event description:
It was reported that at the first fire, during a sleeve gastrectomy, the device blocked. Several attempts were made to unlock the device but without success. The surgeon cut the tissue to extract the device and manually sutured it. A new stapler was used. Due to the cut to extract the device, there is the risk of stenosis to evaluate in the next days. Surgical procedure was prolonged, time unk.

Manufacturer narrative:
(B)(4). Batch number: r5735e. The analysis found that one pcee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60b cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information requested and received: what is the surgeon¿s experience with device? The surgeon is an expert in using this device. What troubleshooting steps were taken to open device? The surgeon tried to recall the blade using the reverse button, then he tried to fire two times, but once recalling the blade the fire lever continued to be locked. Did the device cut and or staple at all? No, the stapler did not work. What is the current patient status? The patient underwent a revision surgery and now he is recovered.